Event description:
It was reported that a particle was found in the solution of a large volume folfusor. The size and color of the particle were not specified. This was noticed after filling with fluorouracil (non-baxter product) and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the cause of the problem is unknown. A CAPA has been opened for this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The event occurred on an unknown date in (B)(6) 2014. Evaluation summary: the device was returned for evaluation with approximately 190 ml of solution in the bladder. Visual inspection identified a tiny white particle, approximately 1 mm in size, floating in the solution of the bladder. Spectrophotometric analysis identified the particle to be acrylic material. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured march 8, 2013 ¿ march 11, 2013. A batch review was conducted for potentially associated lot number 13c039 with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.